Event description:
Boston scientific received information that the pt with this subcutaneous implantable cardioverter defibrillator (s-cid) system received a shock due to a decrease in r-wave amplitude which resulted in double-counting. There were other untreated episodes stored as well. The pt was at rest at the time. Auto-setup of the sensing vector was done, and the device chose the same vector that the device was already programmed to. The change in morphology was unable to be reproduced, and the cause of the observation was unable to be identified during evaluation. No programming changes were made. X-rays were done and the ap view showed the device to be appropriately placed. Normal follow-up is planned. No adverse pt effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.